Event description:
Patient approximately 3 days post vertical sleeve gastrectomy with abdominal pain, nausea, vomiting, tachycardia. CT consistent with leak of her staple line. Initial surgery was uneventful; no leak detected at that time. Patient returned to or for surgical repair.======================manufacturer response for staple line reinforcement, seamguard bioabsorbable staple line reinforcement (per site reporter).======================he reported it to the FDA.what was the original intended procedure?robotic assisted laparoscopic vertical sleeve gastrectomy. Robot assisted laparoscopic hiatal hernia repair.device #1is this a laboratory device or laboratory test?no.